Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was consistent pneumo leakage. It was worse with the 12mm trocars. The procedure was completed without any adverse impact to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) no testing could be performed the analysis results of the device found that only the obturator was received. Therefore, no testing could performed to evaluate the incident reported. The final quality release criteria were met before this batch was released for distribution.